Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient was experiencing respiratory failure and resuscitation and tracheostomy intubation were performed. Reporter stated that during the intubation process, the catheter guidewire in the tracheostomy tube and its accessories was too soft, making proper guidance for intubation impossible. The doctor immediately replaced it with a new tracheostomy tube and accessories, which increased the time of the tracheostomy procedure and seriously affected the patient¿s rescue time.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture